Manufacturer narrative:
Due to indications of second surgery, the occurrence was determined to be reportable to the FDA.

Event description:
Upon pt f/u, the doctor noticed the endotine had deployed from the posthole. Surgeon did a second surgery on (B)(6) 2015 to replace with a new endotine.